Manufacturer narrative:
The reported implant date is (B)(6) 2011. The exact implant date is unknown. (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Review of radiographic ap and lateral views show post-op of complex spinal construct t4 to iliac. Rods are noted broken bilaterally with recurrence of kyphosis. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal fusion procedure to treat degenerative scoliosis using posterior fixation from t4 to the sacrum and iliac. Approximately four months post-op, x-rays indicated that both rods broke at l3-l4 and a fusion mass was noted in the surrounding area of l2-l5 where no instrumentation was previously done. The patient underwent a revision surgery to remove and replace all screws and rods. No additional patient complications were reported.